Manufacturer narrative:
Main component of the system and other applicable components are: product ID 37761, serial # (B)(4), product type recharger; product ID 3487a-56, lot # v044819, implanted: (B)(6) 2007, product type lead; product ID 3487a-56, lot # v044819 , implanted: (B)(6) 2007, product type lead; product ID 3487a-56, lot # v044819, implanted: (B)(6) 2007, product type lead; product ID 3487a-56, lot # v040899, implanted: (B)(6) 2007, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37742 , serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 37761, serial # (B)(4), product type recharger.

Event description:
Information was received from a patient with an implantable neurostimulator for failed back surgery syndrome and adenocarcinoma. It was reported that the recharger is not charging. The connector pin broke on it and he was unable to charge his stimulation. His stimulation was off and he felt as if his legs were on fire (noted as a burning sensation). This had been going on for the past 5 days since the pin broke.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.